Event description:
It was reported that the intra-aortic balloon pump (iabp) has been supporting the patient well, but there have been 5 alarms in the last couple of hours for helium loss 2. The rn stated that the gas tubing has been inspected thoroughly, and there is no blood in the tubing, and that all the connections appear to be tight. She has been able to quickly reset the alarms each time, and resume pumping within seconds. The clinical support specialist (css) had the rn retightened the quick connect. The rn reported that through the night they had continued to get helium loss 2 alarms. The alarms did go away for "a while" but they have had a few of the same helium loss alarms. They opted at that point to switch the pump out for another pump. They did not have any more alarms with this new pump. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). For complaint related to the same event MDR #3010532612-2019-00255 and (B)(4). Teleflex did not receive the device for investigation. The reported complaint of iabp helium loss alarm is confirmed based on the recorder strip photos submitted with the complaint, however, a teleflex field service engineer serviced the pump and could not duplicate the reported complaint. The root cause of the helium loss alarm is undetermined, but a potential cause is an external leak from the iab driveline connection. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A non-conformance has been opened and closed to further investigate the issue. As a result, CAPA request determined that no further action was necessary. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) has been supporting the patient well, but there have been 5 alarms in the last couple of hours for helium loss 2. The rn stated that the gas tubing has been inspected thoroughly, and there is no blood in the tubing, and that all the connections appear to be tight. She has been able to quickly reset the alarms each time, and resume pumping within seconds. The clinical support specialist (css) had the rn retightened the quick connect. The rn reported that through the night they had continued to get helium loss 2 alarms. The alarms did go away for "a while" but they have had a few of the same helium loss alarms. They opted at that point to switch the pump out for another pump. They did not have any more alarms with this new pump. There was no report of patient complications, serious injury or death.